Manufacturer narrative:
Conclusion: there is no documentation in the complaint file supporting a possible association between the liberty cycler, the cassette and the event of an ongoing peritonitis. Additionally, there is no allegation against fresenius products in relation to these adverse events. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. This peritoneal dialysis (pd) patient had been admitted to the hospital on (B)(6) 2017 (hospital course was unknown) for treatment of peritonitis. The patient was discharged from the hospital on (B)(6) 2017. The patient had since transitioned to hd therapy (details unknown).

Manufacturer narrative:
Conclusion: there is no documentation in the complaint file supporting a possible association between the liberty cycler, the cassette and the event of an ongoing peritonitis. Additionally, there is no allegation against fresenius products in relation to these adverse events. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. One case of 10 samples from one potential lot was retrieved evaluation. A visual inspection was performed to all samples with acceptable results. Functional test to four samples was performed with acceptable results. No alarms, leaks or other issues were detected; the test was completed successfully. No malfunction was confirmed during evaluation of the samples received.. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. This peritoneal dialysis (pd) patient had been admitted to the hospital on (B)(6) 2017 (hospital course was unknown) for treatment of peritonitis. The patient was discharged from the hospital on (B)(6) 2017. The patient had since transitioned to hd therapy (details unknown).